Manufacturer narrative:
Investigation summary: no samples or photos received by our quality team for evaluation. A device history record review was completed for provided batch number 2195356. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacture of batch 2195356. During the history review, two lots were identified as having suffered from clogged needles due to silicone. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that 261 bd safetyglide¿ needles were blocked while trying to push medication through. The following information was provided by the initial reporter: "issue: not allowing the medication to push."